Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the transmitter was experiencing an unknown issue. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed that the transmitter 80ceqb experienced signal loss lasting longer than one hour on the incident date (B)(6) 2019, which is a reportable event. Confirmation of the complaint was confirmed. The probable cause was determined to be no communication via a gap in the data logs.